Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. No cracks on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the alarm occurs frequently. It was also reported that the device has a crack on the lower right of the display and a crack at the reservoir window. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.